Event description:
Procedure type: exploratory laparotomy, biopsy, and/or removal of abdominal mass. According to the reporter: the tumor was adhered to the pancreas. The doctor ligated the superior mesentery artery. The doctor said he loaded the stapler 8 times during the procedure. After a couple of hours, the doctor saw the small bowel becoming ischemic. The doctor called in his partner and they both made the decision to cease the surgery and transport the patient to another hospital. The patient was transferred to the hospital. The patient waited about 5 hours before he was transferred. He arrived without his medical records. The transporters flew back to conway to pick up the records and deliver them to the university. The patient had to be resuscitated in the meantime. The small bowel became ischemic and devascularized. Serious damage was done to the small bowel and colon. Significant portions of the mesentery were cut. The patient lost about 20 feet of the small bowel. He has 8 inches of the small bowel left at the ligament of treitz. The doctor has not blamed the stapler. The reporter noted that the "warnings and precautions" in the IFU included the following: "6. When used in the abdomen, make sure no omental or mesenteric vessels are caught between the cartridge and anvil assembly prior to locking the instrument." The doctor admitted that he has not read the IFU at all.